Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the bevel section is melted; there is some white unknown substance noted inside the fiber cap tip; the fiber cap exhibits moderate char. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pvp procedure, @ 45,992 joules; 9 minutes, forward firing was noted. The fiber was exchanged and the procedure was completed. No injury to the patient reported.